Event description:
During remote monitoring, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The patient was later seen in-clinic where the noise could be reproduced during provocative testing. Rv insulation damage was suspected, but could not be confirmed, to be the cause of the event. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.